Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit's ap waveform becomes distorted immediately after starting. After replacing the machine, the disturbance symptoms disappeared. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse cleaned and reconnected the fiber-optic interface board connectors. The fse also cleaned the sensor light receiving area. The iabp was then in good and working condition.

Event description:
N/a.